Event description:
IV pump programmed to deliver nepride dose of 6-7 mcq/leq/hr, based on pt's weight. Pump calculated a rate of 179 ml/hr. Pump ran at this rate for 24 minutes. Pt developed chest pain. Error in rate discovered and infusion stopped. Pt's chest pain immediately resolved without long term effects.